Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported during preventative maintenance he noticed the power cord was showing signs of heat and discoloration. The biomed tech stated there was no smoke, spark, fire or burning smell and the machine had been running fine. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported during preventative maintenance he noticed the power cord was showing signs of heat and discoloration. The biomed tech stated there was no smoke, spark, fire or burning smell and the machine had been running fine. Additional information was requested.

Event description:
A biomedical engineer (biomed tech) reported during preventative maintenance he noticed the power cord was showing signs of heat and discoloration. The biomed tech stated there was no smoke, spark, fire or burning smell and the machine had been running fine. Additional information was requested.

Manufacturer narrative:
Plant investigation: the power supply cable was returned for discoloration/burnt plug (reported failure). A visual inspection on the power supply cable found heat damage on the hot line (black) in the plastic molding of the plug. The plastic molding appears to be melted from the heat. An inspection on the prong has arcing/pitting on both sides. The reported failure was confirmed. There are no other damage found on the cable. The power supply cable was installed onto a test machine and ran in dialysis without problems. There were no further damage to the plug during testing. A continuity test from end to end on each wire and a resistance test between the wires found no discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.